Manufacturer narrative:
The device history record review confirms that there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information provided, continuous flush was not maintained during the procedure, the relationship between the subject device and vessel dissection cannot be definitively determined. The reported 'patient vessel dissection' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the subject flowgate2 balloon guide catheter was used in the study procedure to treat the proximal face of clot at the left mca (middle cerebral artery)-m1. Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 0, national institute of health stroke scale (nihss) of 17 and mrs (modified rankin score) of 0. During the procedure, the intracranial dissection occurred at the proximal petrous left ica (internal carotid artery). It was unknown what medical management was administered in response to the patient dissection. Within 24 hours after the procedure showed nihss of 1. There were no serious adverse event or neurological deterioration reported to the patient. The dissection was resolved approximately 5-7 days post procedure with nihss of 1 and mrs (modified rankin score) of 4. On day 30 with the mrs of 2. According to the physician, the event vessel dissection related to the subject device flowgate2 balloon guide catheter. No further information was available. Received additional information on 08-feb-2021 indicated that the patient was discharged. In the physician¿s opinion, the blunt injury to intima of distal ica (internal carotid artery) was caused of the dissection and the patient was managed on aspirin. The subject device was not defective.

Event description:
It was reported that the subject flowgate2 balloon guide catheter was used in the study procedure to treat the proximal face of clot at the left mca (middle cerebral artery)-m1. Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 0, national institute of health stroke scale (nihss) of 17 and mrs (modified rankin score) of 0. During the procedure, the intracranial dissection occurred at the proximal petrous left ica (internal carotid artery). It was unknown what medical management was administered in response to the patient dissection. Within 24 hours after the procedure showed nihss of 1. There were no serious adverse event or neurological deterioration reported to the patient. The dissection was resolved approximately 5-7 days post procedure with nihss of 1 and mrs (modified rankin score) of 4. On day 30 with the mrs of 2. According to the physician, the event vessel dissection related to the subject device flowgate2 balloon guide catheter. No further information was available.

Manufacturer narrative:
The subject device is unavailable to manufacturer.